Event description:
The patient contacted animas on (B)(6) 2014 reporting that pt reports that their blood glucose (bg) dropped to 51mg/dl with bubbling. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient self treated with orange juice and brought bg up to 107mg/dl prior to bed. The patient woke up at midnight with a bg over 300mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.